Manufacturer narrative:
It was reported that the patient underwent a placement of bard pelvisoft collagen biomesh on (B)(6) 2005, along with posterior repair and perineorrhaphy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and (B)(6) 2005 and mesh and pelvisoft were implanted. Although not listed in the complaint, fortagen was also implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and posterior colpoperineorrhaphy with placement of fortagen mesh.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent perineoplasty, and release of apical vaginal stricture on (B)(6) 2015. No additional information was provided.